Event description:
It is alleged that during a case the cautery hook was unwillingly inserted slantwise, and as a result, the cautery hook fell into the patient's abdomen. It was reported that there was no injury to the patient.